Manufacturer narrative:
Concomitant medical products: px45jbp lead implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report wearing headphones and feeling sick. The patient felt like something was interfering with the implantable cardioverter defibrillator (ICD); suggestive of electromagnetic interference (emi) after the patient was explained of the effects. The patient reports feeling better after removing the headphones. The device remains in use. No patient complications have been reported as a result of this event.